Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta surgical valve was implanted in the patient. On (B)(6) 2026, a 23mm navitor vision valve was implanted valve in valve with the trifecta valve.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.